Manufacturer narrative:
The returned device was visually inspected by marked product support and damage to the device was observed. As part of the online assembly of the device, 100% inspection is carried out. The damage associated by "cracking" the body along the seam line and dislodging the central connection is not consistent with any manufacturer processes or typical usage. However, the probable cause maybe due to the user attempting to "snap" open the device at the central join line, instead of the cap, causing the reported failure mode. To this date, the manufacturer has not been able to replicate the reported failure mode.

Event description:
A caller (caregiver) reported that the customer¿s adc freestyle lancing device had a broken barrel. As a result of this issue, on (B)(6) 2017 the customer was unable to perform a blood test and ¿fainted¿. Paramedics were called, assessed the customer as having hypoglycemia, and treated him/her with an injection of glucose or glucagon (customer does not know which). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The device manufacture date is unknown. The date entered in device manufacturer date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (caregiver) reported that the customer¿s adc freestyle lancing device had a broken barrel. As a result of this issue, on (B)(6) 2017 the customer was unable to perform a blood test and ¿fainted¿. Paramedics were called, assessed the customer as having hypoglycemia, and treated him/her with an injection of glucose or glucagon (customer does not know which). No further treatment was reported. There was no report of death or permanent injury associated with this event.